Manufacturer narrative:
After receiving this complaint and determined incriminated lot number, we searched for other complaint and we didn't find other complaints regarding the lot number 8923533. Burst issue of silicone balloon is known but according to the available information we cannot conclude on a specific root cause in this case. Quality database was checked and revealed a corrective and preventive action: CAPA-000152. "Balloon issues on folysil and silicone prostatic catheters" was opened and monthly monitoring. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded. A similar case study was performed based on folysil family product, defect: burst from february 2021 to february 2025: 184 similar cases were found. The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information, 6 french foley was placed into the patient, inflated and pulled back on the line to make sure that the balloon and the foley was secure and the foley came out but the balloon and the end of the foley was not intact. Pieces of the foley remain inside of the patient's bladder. Unable to locate missing fragment of balloon.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaints regarding the lot number 8923533. The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information, 6 french foley was placed into the patient, inflated and pulled back on the line to make sure that the balloon and the foley was secure and the foley came out but the balloon and the end of the foley was not intact. Pieces of the foley remain inside of the patient's bladder. Unable to locate missing fragment of balloon.